Event description:
An implant card was received indicating that a device was replaced due to battery depletion as the device could not be interrogated. Review of the programming history data available in the manufacturer's database noted data from 2014. A battery life calculation was performed and did not support the allegation of failure to interrogate due to battery depletion as the device was not estimated to have been depleted with the available settings. More recent programming history was provided by the physician and a battery life calculation was performed, supporting the failure to interrogate related to normal battery depletion. The most recent diagnostics as provided by the physician indicated near end of service condition, low output current, and ok impedance. It was noted that the generator was "not stimulating due to error code 8". Error code 8 occurs when the device outputs are disabled due to battery voltage reaching end of service condition. Ohm's law calculations were performed and indicated that the device was expected to be able to deliver the intended programmed output current. It was previously noted that the hospital facility discards all products, so no device is expected to be returned. No further relevant information was received to date.